Event description:
Caller alleging discrepant low inratio value. On (B)(6) 2014, inratio: 2.4, lab: 7.8. One hour between test and lab. Pt's therapeutic range 2-3. No reported adverse pt sequela. No add'l info provided.

Manufacturer narrative:
Investigation pending.